Event description:
It was reported that during an unk procedure, there was malformed clips. The device released two clips at the same time and the clips did not close correctly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.